Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the screen was so deeply scratched and extremely hard to read it. Customer stated the insulin pump had multiple malfunctions. Customer also reported that the insulin pump had no delivery alarm and they had tried all remedies. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.